Manufacturer narrative:
Device evaluation: the lens and cartridge were returned for evaluation. Visual inspection at 10x microscope magnification was performed. Fibers/particles were observed on the lens related to the handling of the unit out of a sterile environment. Residues of viscoelastic solution were also observed which indicate that the unit was handled and prepared for surgical use. No product damaged was observed to the lens and haptics. Residue of viscoelastic solution was observed on the cartridge which indicated that the unit was handled and prepared for surgical use. A crack was observed at the cartridge tip. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the plunger went through the side of the cartridge during insertion into the eye. The cartridge made patient contact but not the lens. There was no patient injury. No additional information was provided to abbott medical optics.